Event description:
Affiliate reported that the device was no longer programmable. As a result the device was revised.

Manufacturer narrative:
Historically, for complaints of this nature, examinations of the valves have revealed the presence of biological debris within the devices which have interfered with their programming and/or pressure control mechanisms. The biological debris has caused the returned valves to fail the programming and/or pressure tests and appears to have caused the difficulties experienced by the customers. Reviews of the device history records have confirmed that the valves have met specifications when released to stock. A follow up report will be filed if the investigation of this device reveals a result different from that which is stated above or if any further information regarding the cause or mode of failure is made available. Otherwise, the complaint is considered to be closed at this time. Device not yet returned.

Manufacturer narrative:
Upon completion of the investigation it was noted that the cam was not visible upon receipt. Further investigation revealed an occlusion at the inlet ruby ball. When the device was irrigated the flow was normal. Since the cam mechanism was not visible, it was not possible to program the device. As a result the valve was connected to the pressure test, and programmed, but there was no change in the pressure, which could signify that the cam mechanism is blocked. Biological debris was seen throughout the device. A review of the device history records confirmed that the device conformed to the required specifications prior to distribution. Based on the results of this investigation no further action is required. Trends will be monitored for this and similar complaints. At the present time this complaint is closed.